Manufacturer narrative:
Additional: correction;evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the device noted the valve seal was broken and disengaged. The obturator, trocar balloon, and valve doors appeared intact. The inflation syringe was not received. Pmv performed functional testing; the balloon was inflated, no leaks detected. The balloon deflated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken and disengaged valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device was broken and the spring was inside the patient¿s abdomen. The physician was able to remove it with difficulty. There was no patient injury.